Manufacturer narrative:
Examination of the returned complaint product confirms the reported damage. The devices are deformed. Review of device history records identified no related deviations or anomalies. However, it is known the complaint product has been voluntarily recalled from the market. The root cause is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Concomitant medical products-t7 driver cann ao catalog#:110018531 lot#:14090e, t7 driver cann ao catalog#:110018531 lot#:14090e, t7 driver solid ao catalog#:110018541 lot#:14895c. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11005, 0001825034-2018-11007, and 0001825034-2018-11010. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a surgical procedure when the surgeon was trying to remove the headless compression screw from the patient the cannulated screwdrivers were twisted like taffy while one split in half. The surgery was completed as the surgeon used a pair of rongeurs and a curette to dig the screw out.